Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that the three packs of passive markers had poor recognition. The problem was resolved after replacing the markers with one from a different lot. There was no impact on patient outcome and the issue caused no delay. It was noted that the patient was under anesthesia when the issue occurred. Additional information was received. This product was sold 5 each per pack. The 3 passive markers had the same lot number.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801075, serial/lot #: (B)(6), ubd: 21-oct-2024, UDI#: (B)(4) h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.